Event description:
It was reported by customer that the little piece just broke off and they was stuck with one wing and the whole gray tube around the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an uneven microintroducer sheath split is confirmed and was determined to be related to manufacture of the device. One 4.5 fr microintroducer sheath was returned for evaluation. One photograph of a 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation of the returned sample revealed blood use residues throughout the device. It was observed that the 4.5 fr side of the orange peel tab was broken from the orange base. It was observed that one side of the gray sheath was broken from the device. A microscopic observation revealed the gray sheath that was broken from the orange tab had an uneven break site. The break site of the gray sheath appeared twisted and narrowed. The fracture surfaces of the break sites of the orange tabs appeared brittle around the outside fracture surfaces. It was observed that one finger tab broke from the orange ring base of the microintroducer tabs. This failure of improper peeling was determined to be related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.